Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation of the unstable image was confirmed. Additional issues were identified during the device evaluation: during the incoming inspection, the device failed the water tightness test, the cable unit was deteriorated, and due to the deformation of the cable unit, there was noise in the image. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that unstable image was due to communication failure occurred because of faulty cable disconnected due to deformation of the cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head had an unstable image. There was no report of patient injury or medical intervention associated with this event.